Event description:
It was reported that a spectrum iq infusion pump failed to alarm downstream occlusion tests. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Downstream occlusion testing was performed, and the device was found to be within specification. The event history log (ehl) review was performed and revealed that the customer experienced a "downstream occlusion" alarm, however downstream failures cannot be confirmed through the history log. On that last day of use (B)(6) 2023, they observed 4 downstream occlusion alarms, each one in different infusions. The alarm was cleared and the pump auto-restarted each time and then the infusions did not continue to completion. The frequency of the alarms isn¿t consistent with a constant error and there was nothing in the evaluation to suggest that these errors are false. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition could not be determined. Ultrasonic sensor will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.